Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device performed to specification. A review of the device log indicates the customer was not in the correct lead view. At 11:40:59, a signal was obtained on pads view. At 11:45:38, the view was inadvertently changed to lead ii and was not switched back to pads. The log indicates that if the lead view had been switched back to pads via a lead or defib key button press, a signal would have displayed on the screen. The device passed functional testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.